Event description:
It was reported that: while the patient was undergoing an interventional radiology procedure, the patient moved, while under general anesthesia. This a s a delicate surgery and due to the movement, the patient condition became critical and then the patient expired. No reported information regarding device performance or alarms.